Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sometimes buttons had to press harder or multiple time to activate. The insulin pump had a lot of no delivery alerts and had to change the battery a least every other week. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.